Event description:
It was reported that during an unknown procedure, the tip of the device lifted off the shaft making the cut and coagulation incomplete. The blade part did not completely separate until it was taken out of the trocar. It is unknown how the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received the upper jaw detached and returned with the device. In addition, the ptc was received damage due to the jaw damage. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.